Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bolus velocity is not appropriate. The customer reported hyperglycemia and hypoglycemia episodes. Customer was using the insulin pump only for basal and was making the corrections with syringe, because she believed that bolus function was not working as designed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.